Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the bolus feature was not working and the customer's blood glucose levels were running high. The customer's blood glucose level at the time of the incident was unknown. The insulin did not exit during the 5.0 unit fixed prime test and the insulin pump alarmed a no delivery. It was also noted in troubleshooting that the no delivery alarm was caused by the infusion and reservoir connection. The customer would call back to provide the lot numbers for the set. The product will not return for analysis.